Manufacturer narrative:
Per error log, the unit alarmed high pressure. Fe was not able to duplicate the reported issue. Service level calibration performed successfully. Pressures and volumes are in the correct range of operation and no parameter is out of tolerance. Unit made operational. (B)(4).

Event description:
The hospital reported that during patient use, high peak pressure was noted. The data on the high pressure alarm is not supplied. No other alarm is reported as active at the same time. No impact for user and patient.

Manufacturer narrative:
There were two ppeak high alarms over a time period of less than three minutes in the logs. These alarms occurred about 15 minutes after starting the ventilator. When service checked out the device the pressures and volumes are in the correct range of operation and no parameter is out of tolerance. Ge engineering does not see any problems with the machine hardware or software in the logs. The initial reported event was not reportable.